Manufacturer narrative:
The product was incorrectly labeled at shipment. While the platform was measured correctly, the text on the leg was not correct. Because the text on the leg caused the surgeon to place the implantable lead too high, there was no risk to pt health but a rescheduled surgery will be necessary to correct the placement.

Event description:
Distribution reported to fhc that a surgeon was not getting the results he expected after his (B)(6) 2010 surgery using fhc's pt-customized surgical fixture (platform). The post operative CT scan indicated the implanted leads were too high. An fhc research and development engineer checked the software file used to create the platform build and realized that an error had been made in the labeling of the legs on the platform. The surgery will need to be rescheduled for this pt.